Event description:
Complaint called in by dm on (B)(6) 2021--did (B)(6) 2021. As reported to customer relations: "the needle broke off in the patient. User was able to retrieve broken piece." Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Additional information provided by dm on 27nov2021: "is the customer facility reporting this event to the FDA? Need to. Is the complaint device available for return? Yes. Is any patient information (age, weight, gender, pre-existing conditions, anatomical characteristics, etc.) Available? What procedure was being attempted with this device? Ebus lymph node fna of l4. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence (even due to delay)? No. If yes, please describe. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Are images of the device or procedure available? N/a, yes, no---yes. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end- n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no--no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no- no. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no ----yes. Was the device used in a tortuous position? N/a, yes, no---no. Was puncture of the target site difficult? N/a, yes, no--no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc.---l4. Please describe the size of the intended target site.-- left paratracheal lymph node. If not with the device in question, how was the procedure performed and/or finished? Did not attempt further after removal of the ebus needle. Was the device damaged in packaging prior to removal? N/a, yes, no--no. Was the device damaged on removal from packaging? N/a, yes, no---no. Was force required to remove the device? N/a, yes, no----had to use a forceps to remove the fractured need tip from the carina. Did the patient require any additional procedures as a result of this event? N/a, yes, no, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Olympus. Was resistance felt while inserting the device through the scope? N/a, yes, no. Was the scope recently serviced / repaired? N/a, yes, no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? It was noticed when the needle was taken out of scope and preparing to expel the sample. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no, yes. Was difficulty experienced while retracting the needle? N/a, yes, no, no. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no, yes, but part of the needle broke off. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. How many samples were obtained (passes completed) with this needle?--prior to this site 3 other lymph nodes were sampled without difficulty. Did any section of the device detach inside the patient? N/a, yes, no, yes. If yes, please specify: after completing the sample and needle was pulled out of the scope to expel the sample, that is when it was noticed part of the needle broke off, went back and retrieved the broken portion. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no---no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no---no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no if an ebus procedure did the needle tip hit the cartilage rings of the trachea?"--did (B)(6)2021. Rpn prefix : echo. For all complaints, ask: are images of the device or procedure available? N/a, yes, no. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no. Was puncture of the target site difficult? N/a, yes, no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no. Was the device damaged on removal from packaging? N/a, yes, no. Was force required to remove the device? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no. Was the scope recently serviced / repaired? N/a, yes, no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. Was difficulty experienced while retracting the needle? N/a, yes, no. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. How many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k160229 device evaluation: 1 unit of lot c1857949 of echo-hd-22-ebus-o-c involved in this complaint was returned open, with its original packaging, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on (B)(6) 2021. In summary the following results were observed in the lab evaluation: the distal end of the needle was found to be broken approximately 2.8cm from sheath tip. Distal end of needle was returned separately. Proximal needle kink observed below the sheath extender. Sheath extender able to retract but unable to pass kink below sheath extender. Needle able to advance but with a lot of difficulty. Distal needle break observed. Following the lab evaluation additional complaint file was raised to capture needle kink below the sheath extender observed. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1857949 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1857949. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue causing the distal tip of the needle to break. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. As reported to customer relations: "the needle broke off in the patient. User was able to retrieve broken piece." Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the device evaluation on the (B)(6) 2021 and completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022